Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the act and esc buttons were unresponsive. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Device received with button error alarm and had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Device had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Device received with button error alarm and had intermittent buttons response due to corroded moisture damage keypad traces. Device received with button error alarm and had unresponsive buttons due to corroded moisture damage keypad traces. Device had intermittent buttons response due to corroded moisture damage keypad traces. Device had unresponsive buttons due to flattened (creased) buttons dome switch. No unlocked j2/lcd keypad connector noted. No button error alarm noted during testing. However, device had intermittent button response due to corroded, moisture damage keypad traces. Due to flattened (creased) buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to unresponsive button. No unexpected numbers ramping/scrolling during testing. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window.